Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was over delivering the insulin. The customer blood glucose level was unknown mg/dl at the time of incident and the current blood glucose level was unknown. Customer also stated that they experienced hypoglycemia and treated with food. Customer did allege pump was over delivering because constant low blood glucose value. Customer performed displacement test and test was passed. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer reports they did contact their health care professional regarding the low blood glucose. Customer stated that insulin pump was worn during a medical procedure. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.